Event description:
Information received indicates the bed will rise by itself.

Manufacturer narrative:
The facilities biomedical technician found the lockout board shorted. The technician replaced the lockout board to repair the bed.